Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR in fields(model number, serial number, and expiration date). Explanted date should have been na. This is a duplicate issue of MFR report #: 3006630150-2017-05164.

Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected.